Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette. No reported adverse effects.